Event description:
Surgeon advised a patient was implanted with a distal radius volar plate and screws on an unknown date. A follow-up x-ray showed two screws in the plate were broken at the shaft/screwhead junction. Patient was returned to the or for revision to another distal radius volar plate. The screw heads and the shafts were removed from the patient.

Manufacturer narrative:
Additional information has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No product was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.